Event description:
An orsiro drug-eluting stent system was chosen to treat a severely calcified lesion (90 percent stenosis degree) in tortuous lad. After preparing the lesion with a rotablator, the orsiro was introduced but strong resistance was noticed proximal at the lesion. After removal of the device it was detected that the stent was deformed.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the one stent struts is bent outwards at the distal end of the stent, and judging from the x-ray markers the stent is displaced in proximal direction. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the stent strut was initially crimped on the balloon and the stent was initially crimped between the x-ray markers. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.